Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing wound breakdown at the ipg site. The system was explanted in (B)(6) 2018. Exact explant date is unknown. The wound issue is resolved.